Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The referenced ues-40 was not returned to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the ues-40. The technician of olympus germany confirmed the referenced ues-40 and found that the ues-40 could not be turned on. Also, he found that the power unit of the ues-40 was damaged. The ues-40 was used for nine years. The exact cause of this phenomenon cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the deterioration of the device for long term use and/or the problem of the power source of the facility. Omsc checked the manufacture history of the ues-40, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified surgery, the power of the ues-40 shut down without any operation. There were no further details provided.